Manufacturer narrative:
Lead model 3776-60, serial #(B)(4), implanted: (B)(6) 2010, explanted:unk; lead model 3776-60, serial #(B)(4), implanted: (B)(6) 2010, explanted: unk; programmer model 37743, serial #(B)(4); recharger model 37752, serial #(B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation with the patient programmer and that the implantable neurostimulator (ins) displayed the "call your doctor" icon. It also was reported that there was a power-on reset condition (por). The start charge button was pressed on the recharger and a recharge session successfully initiated.